Manufacturer narrative:
The device history record for the reported lot number, m7241t307, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. All information reasonably known as of 26-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the weekend respiratory therapists reported that the swivel adapter included in the package of the device disconnected too easily. The disconnection occurred, "where the smaller accordion tubing/swivel adapter goes onto the ninety degree elbow of the ballard." There was no report of patient injury. No additional information was provided.

Manufacturer narrative:
The product involved in the report has been received for evaluation. Eleven (11) unused samples, were received with each in the original, sealed packaging. No used sample was received. One representative sample was opened and evaluated. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled. The mold identification on the manifold is ¿b¿ the mold identification on the 15mm end of the flex connector is ¿k14." The 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point where initial resistance was felt. A certified ruler (tqa030 calibrated (B)(6) 2017, due (B)(6) 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 3mm. The flex connector was rotated. The dse male insert did not rotate with the flex connector. Loose connection was observed. A root cause could not be identified at this time. All information reasonably known as of 27-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).